Event description:
It was reported that, during tonsillectomy, the electrode wire was broken outside the patient after used it for 2 min . No significant delay and a back up was available to complete the procedure. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: case(B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows the electrode wires are detached. No manufacturing abnormalities. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of customer provided image shows a used wand in a bag. No identifiers. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that, during tonsillectomy, the electrode wire was broken after used it for 2 min. It is unknown if there was a delay and a back up was available to complete the procedure. No other complications were reported.